Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported peeling polymer was confirmed. However, failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot for peeling polymer. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a chronically totally occluded (cto) lesion in the moderately tortuous peroneal artery. The command guide wire failed to cross the lesion reportedly due to the patient's anatomy. The guide wire was withdrawn without resistance and re-advanced; however, it failed to cross the lesion again. The guide wire was withdrawn without resistance. Upon withdrawal, the guide wire coating was noted to be peeling, but not peeled off. Reportedly, no portion of the coating was peeled off or remained in the patient; it was just lifted. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another command guide wire was used to successfully complete the procedure. There was no additional information provided.